Manufacturer narrative:
(B)(4). Conclusion: the actual device involved in this event was returned for evaluation. The device was visually and functionally evaluated. The device met performance specifications.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2011-01139. The same patient is represented in each medwatch.

Event description:
It was reported that a patient underwent hip surgery on (B)(6) 2011 and a drain was placed. The reservoir did not function properly upon the first activation. It was found that the reservoir had weak suction. The drain was removed from the patient. There were no adverse patient consequences reported. The current condition of the patient is stable.